Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving baclofen ( concentration 2000mcg/ml dose 1599.00mcg/day) via an implantable pump. The indication for use was noted as intractable spasticity and cerebral palsy. A refill discrepancy was reported; there was more medication in the pump than what was supposed to be, on average 4ml more. The pump was explanted on (B)(6) 2015. It was unknown as to whether diagnostics/troubleshooting was performed. It was unknown as to whether there were any symptoms associated to the event. The patient status at the time of this report was alive no injury.

Manufacturer narrative:
No eval explain code . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly.